Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. This device was not returned in its entirety- the device header was not attached or returned. A review of the device memory indicated that it had not triggered the elective replacement indicator (eri) and was functioning normally while implanted. Therapy availability could not be confirmed during analysis due to the state that the device was returned in. Portions of the circuitry were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which was included in a recent field advisory, had a monitoring battery voltage of 2.68 v after 22 months of implant. The clinician inquired regarding follow-up recommendations for this device. Technical services advised that recommendations under these circumstances are unchanged from product labeling and that regular three month follow-up is appropriate. Subsequently, the device was removed from the patient postmortem. The device was returned for analysis almost three years post-explant. No allegations were received regarding this device and the patient's death.